Manufacturer narrative:
The investigation determined that a discordant, reactive vitros anti-hbc igm (ahbcm) result was obtained from a single patient sample when processed on a vitros 5600 integrated system, when compared to a non-reactive result obtained when using a non-vitros (roche) method. A definitive assignable cause for the discordant reactive result could not be determined with the limited information provided by the customer. Based on the acceptable historical vitros ahbcm quality control results, a reagent issue is not a likely contributor to the event. Precision testing of the vitros 5600 integrated system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. Additionally, the presence of an unknown sample interferent cannot be completely ruled out as the cause of the discordant reactive result as testing using a hbt (heterophilic blocking tube) was not completed for the affected sample.

Event description:
A customer obtained a discordant, reactive vitros anti-hbc igm (ahbcm) result from a single patient sample when processed on a vitros 5600 integrated system, when compared to a non-reactive result obtained when using a non-vitros (roche) method. Vitros ahbcm result 3.47 s/c (reactive) versus non-vitros (roche) non-reactive ahbcm result biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant reactive vitros ahbcm result was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).